Event description:
It is reported that the pt was revised due to aseptic failure.

Manufacturer narrative:
Evaluation summary: operative notes indicate that no infection was identified during the revision surgery. Also, it was noted that the femoral component was loose at the cement-bone interface and that there was no notable wear on the articular surface. X-rays were not returned with the complaint for review. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.